Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak on both lumens where fluid connects to maxzero while connected to a patient. The lines were dried, the connections tightened and no further issues were reported. There was no report of patient harm.